Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, purple cap where the customer reported that the device disconnected during patient use. The reporter stated that there was no visible damaged on the set that caused the disconnection. The exact location of the leakage was from where the spiros disconnected from the line and chemo leaks out of the giving set while administering ifosfamide. There was unprotected chemotherapy exposure to the patient, health care worker or other personnel, however, spills are always cleaned as per local policy using a spill kit. Interventions relating to patient included changing lines and making a plan for lost chemotherapy. There was a delay in therapy. When asked if the set was replaced and therapy resumed without any problem, the customer responded that it depends on the chemotherapy and situation. When possible, different lines are used however this is often not feasible due to loss of chemotherapy in the line itself so it had to be cleaned and reconnected which goes against recommended best practice for central line cares and infection prevention. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
No ch2000sc-pc product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The device history record was reviewed and there were no non conformances found that would have contributed to the reported complaint.